Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient stated the device has run all night and they don't know how to turn it off or use it. Patient said they picked up the device yesterday and the representative met them at the doctor's office and they went through all of this. Patient wanted to get the device to work so they could use it. Agent asked if the stimulation had been too strong since yesterday and patient said yes in certain movements. Patient mentioned their back was still sore. Patient was trying to get to the screen where they could set it up to get it to work and right now it was just working and working and not stopping. Patient had been scanning the code on the back of the recharger and agent reviewed needs to scan code on the communicator. Agent walked patient through pairing the handset and communicator and patient was able to connect to the implant. The troubleshooting steps that were taken on the call resolved the issue. Pt states she will play around with the settings and call if she needs further help. Information was received from a patient (pt) regarding an implantable neurostimu lator (ins). Pt reported they had issues connecting to their implant and got no device response. The issue began last friday or a few days ago. Agent walked pt through resetting the communicator and pt was able to connect to their therapy screen. Handset was at 96% then at 93%, implant was at 80% and communicator was at 100%. Agent reviewed best equipment practices and application information. Pt mentioned their implant was still a little bit tender and not healed inside and was sort of swollen. Pt was just implant a week ago tomorrow. Pt's implant area was a little bit sore. Agent reviewed information. Pt's representative told them that the scar tissue had to build around the implant area. Agent walked patient through adjusting their settings since the strength was too strong on group b. Group b program 1 was decreased from 6.1 to 5.8. Program 2 was decreased from 5.9 to 5.7. Pt decreased program 1's rate from 45 or 42 to 40. Group a had 1 program which was at 6.6. And pt mentioned it was weird because they were maybe only feeling the st imulation on their left side. Pt mentioned maybe it was the way the pt was sitting and the implant was moving some and wasn't set. Pt mentioned if they moved around or was sitting on a chair and reclined, the stimulation would stop for a bit then come back on. Agent reviewed information. Agent redirected pt to their healthcare provider (hcp) to address the issue.